Event description:
It was reported that the ilet pump¿s sleep/wake touch button was intermittently unresponsive, requiring multiple attempts and sometimes cooling the finger with water or touching metal to successfully wake the device, consistent with a key/button not working and implicating the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including a video of the wake-button behavior. Investigation of this case revealed an electrical problem associated with the wake/sleep switch, aligning with a key or button unresponsive issue and implicating the switch component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.